Event description:
Ventilator malfunctioned after being in use for over 1 week. At 4pm, while doing q 1hr ventilator check, peek inspiration pressure dropped and peep went to negative volume. Manual ventilation started and ventilator replaced. No apparent harm to pt.